Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to a manufacturing issue. To address this issue, the machine operators were given awareness training. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual inspection identified a tiny white acrylic particle (approximately 0.3 square mm in size) floating in the solution of the bladder, confirming the reported condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor had a ¿plastic-like material¿ in the solution. It was not specified when in the process this occurred; however, this occurred before patient use. The customer reported that the solution had been filtered prior to filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between april 1, 2013 - april 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.